Manufacturer narrative:
Conclusion: device investigations revealed the substrate of the device circuitry to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason for the crack in the substrate cannot be determined. However, a review of the DHR has been performed and it was confirmed that the device was released according to specifications. This is a final report.

Event description:
The user was activated on the (B)(6) 2021 and then two days after fitting reported suddenly having no hearing benefit or hearing impressions with the device. The user was re-implanted on the (B)(4).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was activated on the (B)(6) 2021 and then two days after fitting reported suddenly having no hearing benefit or hearing impressions with the device.